Event description:
The customer reported that the system will not fluoro.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge svc rep found a pin pushed in at the interconnect cable receptacle. He fixed and reseated the pin, and reseated the boards on the c-arm. The x-ray button on the doghouse was inoperable. There was a problem with wires on the power pcb so they were repaired. The system now operates as intended.